Event description:
An angio-seal device was used to seal the femoral arteriotomy site percutaneous cardiac procedure. The pt experienced red blotches all over the body. The pt took benadryl, dose unk. The physician prescribed steroid medication. 5 days later, as the benadryl was not helping. The physician alledged the rash and blothches were caused by a contrast reaction as the pt's puncture site appeared normal. The pt has diabetes and takes lancet )an insulin type of medication). The pt has had previous heart bypass surgery. The coronary angiogram was okay.